Manufacturer narrative:
Should additional information become available a supplemental record will be filed.  MDR is being submitted as a result of a retrospective complaint review. Returns finding:drifts.

Event description:
Both of the head and foot motors drift down.